Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one day post deployment, selective right and left pulmonary arteriograms demonstrated large near occlusive filling defects involving the descending portion of the right pulmonary artery with occlusion of the right superior lobar branch. Large clot burden was also seen in the right main pulmonary artery. Minimal perfusion was noted to the mid to upper right lung zones. Multiple large filling defects were seen throughout the left inferior segmental and sub segmental arteries. Treatment with angiojet was performed in the right main pulmonary artery and left lower pulmonary artery. A follow-up arteriogram demonstrated some clearance from the right upper lobe; however, a residual clot was still seen in the left descending pulmonary artery. A suction thrombectomy was performed and a fair amount of clot burden was removed. Then the guiding catheter was advanced into the right pulmonary artery with removal of small fragments of darker organized clot. A repeat pulmonary arteriogram demonstrated marked improved perfusion in the left lung with increased perfusion in the right upper lung zones. There was some clearance from the right mid and lower lobe with a persistent filling defect in the right main pulmonary artery, however complete clearance could not be obtained. Therefore, the investigation is confirmed for occlusion of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an inferior vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was alleged that after an unknown amount of time post filter deployment, the device was unable to be retrieved; however, there were no attempts made to retrieve the filter. It was further alleged that the filter was occluded. There was no patient injury reported.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of massive pe and popliteal dvt was scheduled for an ivc filter placement. The right groin was accessed and a venacavagram was taken, which identified that there was no caval thrombosis noted and the level of the renal veins. The ivc filter was then deployed under fluoroscopic vision successfully. The patient tolerated the procedure well and was transferred back to the trauma surgical ICU. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged filter occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - caval thrombosis/occlusion note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an ivc filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. It was alleged that after an unknown amount of time post filter deployment, the device was unable to be retrieved; however, there were no attempts made to retrieve the filter. It was further alleged that the filter was occluded. There was no patient injury reported.